Manufacturer narrative:
The event device has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic uterine myomectomy." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation. Report from the sales rep. During laparoscopic uterine myomectomy, the customer noted the black material(a piece of the septum) fell inside abdominal cavity. The black material was removed from abdominal cavity and the surgery was successfully completed. The customer didn't have any ideas of the root cause. The cer check list is unavailable. Initial investigation report. The event unit was returned to us and visually inspected. The ddb was cut for inspection by facility. The septum was fragmented. The returned fragment(size:4.0 mm x 3.5 mm) matched the missing section on the septum in shape. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "the black material was removed from abdominal cavity and the surgery was successfully completed." Patient status: "no patient injury."

Manufacturer narrative:
The seal from the event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment returned completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.